Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a station database corruption causing a communication issue. A technical support specialist had uninstalled the application and reinstalled it to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es had communication issue and completely went down and that they require medication for surgeries to start. The customer confirmed that there was no patient involvement or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrective and or additional information has been documented in sections: h6 and h11. Upon investigation of the actual device used in this incident, it was determined that the station database corruption was causing a communication issue. A technical support specialist had uninstalled the application and reinstalled it to resolve. The system functioned as intended after assessed by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es had communication issue and completely went down, which required medication was needed for surgeries to start. The customer confirmed that there was no patient involvement or harm. There were no adverse events or injuries reported based on this event.